Event description:
It was reported that the pt experienced intermittent tingling and numbness on his left side of his face following lead revision. The pt was brought to the hospital to rule out stroke/other pathology. The pt underwent a head CT and a carotid doppler ultrasound which revealed that the carotids were within normal limits. The hcp believes that the pt's symptoms were related to stimulation induced muscle contraction or possible edema at the lead implant site. The pt recovered without sequela.